Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the left ventricular lead did not capture. Fluoroscopy confirmed that the lead was dislodged and was in the coronary sinus. The lead was capped and replaced and the patient was stable.